Event description:
It was reported that prior to the device replacement procedure, over-sensing was observed from this right atrial (ra) lead. Once this lead was connected to the new device, a large amount of noisy signals were observed, along with low, out-of-range pacing impedance measurements (<200 ohms). The ra lead was unscrewed and cleaned, but the same observations persisted after reinsertion. It was hypothesized the ra lead insulation could be damaged. However, due to the patient's age, the ra lead was left implanted and the device sensing mode was reprogrammed to resolve the event. No adverse patient effects were reported.